Event description:
It was reported that the outer coating of the pgw jindo 300cm str .035 wire sheared- off distally from the core wire while inside the patient, but did not break-off. There were no particles left inside the patient's body. The product was stored according to IFU. There were no cracks or damages noticed in the coating prior to use.

Manufacturer narrative:
It was reported that the outer coating of the pgw jindo 300cm str .035 wire sheared- off distally from the core wire while being used inside the patient. None of the coating separated from the wire. The product was stored according to IFU. There were no cracks or damages noticed in the coating prior to use. Additional procedural information was not available. One non-sterile pgw jindo 300cm str .035 was received coiled inside of a plastic bag. The device was received within an unk cook mc. The guide wire present a ptef coating peeled off condition with a separation at 43cm to 48 cm from distal end. Abundant traces of blood were noted on the device. The distal tip presented a bent condition. The device was sent to sem analysis and results indicated that; the ptfe coating longitudinal rupture ends presented evidence of abrasion; moreover, the distal end presents evidence of elongation. Elongation is a common characteristic of pieces that were stretched/ pulled until separation. Stretching/ pulling could be related to this ptfe coating peeled-off condition; however this could not be conclusively determined. No other surface characteristics were observed that could have influenced to the peeled-off condition. Per lake region report c 11,072: lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10017320. (B)(4). The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure by the customer as coating delaminated was confirmed given the received condition of the device. The exact cause of the reported failure, as well as the bent condition on distal tip found during analysis could not be conclusively determined. However, sem analysis results indicated that stretching/pulling condition could have caused elongation resulting in ptfe coating separation from wire. Neither the analysis nor the DHR review suggests that manufacturing factors could have contributed to the reported failure. No corrective or preventive actions will be taken at this time.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10017320. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.